Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. All calibration data had been erased and year reset to 1970. Executive processor board replaced - 8 years old and due to be replaced as part of planned preventative maintenance at next service visit. The fse reinstalled the main software version d.00. And unit recalibrated. All functional and safety checks to meet factory specifications performed. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during daily power up checks by customer the cardiosave intra-aortic balloon pump (iabp) had a power 10 error message. There was no patient involvement.